Event description:
Cormet hip revision after 2 years and five months due to metallosis and raised chromium and cobalt blood levels.

Manufacturer narrative:
(B)(4). Lot stipulae in med watch report for the cormet cup doe not refer to that product. Unable to ascertain lot code for cup at present.